Event description:
It was reported to depuy acromed via a report from dr., that a lumbar I/f cage was removed and analyzed due to a possible pseudoarthrosis and patient pain. According to the complainant, the patient underwent a plif/tlif procedure with posterior instrumentation. The implant date is unknown. In 2002, the patient underwent a revision for apin an da possible pseudoarthrosis. The removed cage was not broken. The part and lot numbers were not reported. The cage was sent directly to dr. For a histological analysis. No further evaluation could be performed. The most likely cuase of the patient pain was a pseudoarthrosis and a possible infection. No further action ca be taken at this time.